Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test on the insulin pump. The customer¿s blood glucose level was in the 240 mg/dl range. Troubleshooting was performed. Customer advised failed battery recurred and the issue remained unresolved. Customer advised the insulin pump was cracked in addition to the failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. Device had cracked battery tube threads.